Event description:
A consumer implanted for complex regional pain syndrome type ii and spinal pain reported that after the weather got cold they ¿felt a zing like licking a battery when stimulation was on.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.